Event description:
It was reported that during implant of the left ventricular (lv) lead, the lead dislodged while the catheter was being slit. The physician was not satisfied with the catheter and used a different type of catheter to implant the same lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).